Manufacturer narrative:
H.6. Investigation summary bd received an actual sample and 3 photos were returned by the customer for investigation. The photos were reviewed and the indicated failure mode for ink smear with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: one tube was found to be dirty.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered with a bd vacutainer® naf 3.0 mg n2e 6.0 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: one tube was found to be dirty.